Manufacturer narrative:
It was reported that the " rollator front left wheel bearings are coming out". Due to this, he now has fallen with rollator and has a bump on head and is a little sore. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
"The rollator front left wheel bearings are coming out." Causing a fall.